Event description:
It was reported after insertion of the needle, the guidewire was passed. When attempting to remove it, the guide failed (broken). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was one guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product."

Event description:
It was reported after insertion of the needle, the guidewire was passed. When attempting to remove it, the guide failed (broken). No other information was provided. Additional information received 12/16/2023: "device was replaced by another material from the same batch. Problem occur during the procedure. Problem identified in the teflon fabric of the guide wire, guide wire with exposed area of the wire core."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported after insertion of the needle, the guidewire was passed. When attempting to remove it, the guide failed (broken). No other information was provided. Additional information received 12/16/2023: "device was replaced by another material from the same batch. Problem occur during the procedure. Problem identified in the teflon fabric of the guide wire, guide wire with exposed area of the wire core."